Manufacturer narrative:
Final analysis found normal device characteristics.

Event description:
It was reported that during the implant procedure, the patient experienced phrenic nerve stimulation. The lead was not used and replaced.